Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site, and the returned part was evaluated. On-site, during 2d image acquisition, the system was producing and error message: frame rate too low. The umbilical was replaced, and 2d images and 3d spin could then be completed. A safety inspection was also completed. The returned umbilical cable was evaluated and the reported complaint was confirmed. Failed bench testing. Continuity test passed and the 100t test passed. The gbit test failed, showed a short between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-(B)(4). Passed visual inspection. The reported malfunction was directly caused by a damaged umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was displaying an error message that precluded the use of the system. The error, 'image frame rate below recommended levels' was displayed. The umbilical cable was disconnected and reconnected with no resolution. This was discovered outside of any patient involvement. No additional details were provided.